Event description:
Anaphylactic reaction during 5/31 extensive lower extremity orthopaedic procedures. Precipitous bp drop to 60/40 bronchospasm, flushing. Or start time 0905-reaction time 0940 pt was treated and stabilized anterior procedures were completed. Remainder of planned procedures were aborted and rescheduled. Pr subsequently underwent remaining surgery 6/5/96 in a latex-free environment uneventfully. (Completion of anterior procedures was done with latex-free products.